Event description:
Around this time I went to my ob gyn complaining of abdominal pain. I had essure coils implanted in 2010 after my daughter I was told it was fast, cheap and more effective than a tubal ligation and covered by my insurance. Prior to this form of birth control I have previously gotten pregnant on the patch the depo shot and knew that I would have to try something more effective for family planning. In 2013 I found out that one coil had migrated to my uterus and the other was still in my tubes. Since then the coil that was in my uterus is missing and I am only being offered a hysterectomy as an option that is covered by insurance. I'm deeply hurt and a single mom, I was really trying to plan a future that may have started once I was married before I'd continue to have more kids. Never did I think I'd be walking around not knowing if this coil is somewhere in my body or if it came out in the two months I bleed straight in 2013. I need help I don't know what to do. As a single mom I can't even afford to be off for the surgery but I'm in fear everyday. Can you help. Registered nurse, mom of 2.